Event description:
The customer observed falsely decreased potassium results generated on the architect c16000 analyzer for several patients. The physician questioned the results for several patients as the results were below 3.0 mmol/l. There was one particular 68-year-old patient with a history of hypertension, under normal diet and had no symptoms, who received potassium supplement due to the low potassium result. The results were still low after taking the potassium supplement. The following data was provided: normal reference range = 3.5 to 5.3 mmol/l: (B)(6) 2022 sid (B)(6) potassium result = 1.8 mmol/l (1st sample); (B)(6) 2022 sid (B)(6) potassium result = 2.5 mmol/l (2nd sample); (B)(6) 2022 sid (B)(6) potassium result = 2.4 mmol/l (post taking potassium supplement); (B)(6) 2022 sid (B)(6) potassium result = 2.3 mmol/l; (B)(6) 2022 sid (B)(6) potassium result = 3.6 mmol/l. The customer stated that there was no injury to the patient. The physician considered the potassium supplement was necessary for the patient. The customer stated that there was no injury to the patient.

Manufacturer narrative:
Patient identifier: all the sids are from the same patient. Sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for falsely decreased potassium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the architect c16000 processing module. A search by product lot found normal complaint activity for this issue. The trend review for the ict sample diluent (ln 02p32) found no trends related to this issue. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. Quality control was in range at time of discrepant results, indicating the assay is performing as expected. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the ict sample diluent, lot number 20916un21 was identified.